Event description:
It was reported that the pump touch screen was glitching. There was no reported impact on the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.